Manufacturer narrative:
An olympus representative (rep) from the service department was dispatched to the facility to check the device. While there, the rep performed several trouble-shooting options and ultimately confirmed the issue was resolved. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s was presenting a b30 scope communication error with 190 series scopes during procedure preparation. The initial reporter confirmed no patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event was resolved by replacing the connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.